Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach, diagnosis and indication for the initial surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications . Product code and lot# . Onset date of vaginal pain? What medical intervention was given for the pain management? Results? Indication and surgical findings of re-operation (B)(6) 2017. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a persistent vaginal pain after mesh insertion. The patient also underwent a removal of mesh on (B)(6) 2017. Additional information has been requested.